Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v800680, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 13-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for interstim - other. It was reported that the explant surgery took place on (B)(6) 2020,the ins was removed and partial lead. Caller read from the surgeon's op notes, "I tried to carefully dissect the wire further. I used traction to deliver the wire but the wire began to fray. At this point, I tried to pull & dissect the wire but the wire split. I was able to remove 2 tines and as much wire as possible. I could not safely remove the leads". Caller is wanting to know if pt can have MRI. No further patient complications are anticipated or expected as a result of this event. Information omitted pertained to related (B)(4) ins removed